Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2022 by a physician which refers to a (B)(6) female patient. The patient had fitzpatrick skin type of 2/3. The patient had no known allergies. No information about concomitant medication or previous filler treatments has been provided. On an unknown date in 2019, the patient received treatment with 0.75 ml of restylane kysse to lips using an unspecified needle for enhancement (unknown lot number, injection technique) at another clinic. On an unknown date in 2019, the patient had experienced multiple small granulomas/granulation tissue (granuloma skin), most of them were found on the wet border of lip. The granulomas did not respond to two rounds of treatment with hyalase [hyaluronidase] injection in 2021 and (B)(6) 2022 (around 12 and 4 months ago). In addition, undissolved filler was drained in 3 places despite using hyalase twice before. On (B)(6) 2022, the reporting physician removed 8 granulation tissues under local, from right and left side of upper and lower lip. The specimens were stored in formalin solution and not sent to histopathology. Outcome at the time of the report: multiple small granulomas/granulation tissue was recovering/resolving. Tracking list: v.0 initial.

Manufacturer narrative:
Company comment: the serious expected event of granuloma skin was considered possibly related to the treatment. Serious criteria include the need for medical and surgical intervention to prevent the permanent damage. The potential root cause include a foreign body reaction to the product in the local tissue and/or treatment procedure. The case meets the criteria for expedited reporting to the regulatory authorities. Product note: restylane kysse-routine investigations have been performed and provide sufficient information to assess the potential root cause. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. Recommendation for corrective and preventative action: restylane kysse-no corrective or preventive actions are deemed necessary based on the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 01-jul-2022 by a physician which refers to a 65-year-old female patient. The patient had fitzpatrick skin type of 2/3. The patient had no known allergies. No information about concomitant medication or previous filler treatments has been provided. On an unknown date in 2019, the patient received treatment with 0.75 ml of restylane kysse to lips using an unspecified needle for enhancement (unknown lot number, injection technique) at another clinic. On an unknown date in 2019, the patient had experienced multiple small granulomas/granulation tissue (granuloma skin), most of them were found on the wet border of lip. The granulomas did not respond to two rounds of treatment with hyalase [hyaluronidase] injection in 2021 and (B)(6) 2022 (around 12 and 4 months ago). In addition, undissolved filler was drained in 3 places despite using hyalase twice before. On 01-jul-2022, the reporting physician removed 8 granulation tissues under local, from right and left side of upper and lower lip. The specimens were stored in formalin solution and not sent to histopathology. Outcome at the time of the report: multiple small granulomas/granulation tissue was recovering/resolving. Tracking list: v.0 initial v.1 fu received on 12-jul-2022 and 13-jul-2022 from same reporter. Event verbatim updated. Patient demographics, skin type, suspect device implant date, volume, needle type, event onset date, severity, outcome, reporter causality and corrective treatment details were updated.

Manufacturer narrative:
Company comment: the serious expected event of granuloma skin was considered possibly related to the treatment. Serious criteria include the need for medical and surgical intervention to prevent the permanent damage. The potential root cause include a foreign body reaction to the product in the local tissue and/or treatment procedure. The case meets the criteria for expedited reporting to the regulatory authorities. Product note: restylane kysse-routine investigations have been performed and provide sufficient information to assess the potential root cause. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. Recommendation for corrective and preventative action: restylane kysse-no corrective or preventive actions are deemed necessary based on the performed investigations.